Event description:
A journal article was reviewed which contained information regarding this lead. The patient with this lead had to have a repeat procedure to extract the lead. There were other failure modes were noted in the article; however, a one to one correlation could not be made with unique lead/serial numbers. The article included the following failure modes: pericardial tamponade, ventricular fibrillation, pericardiocentesis, transient hypotension, infection, sepsis, and lead "malfunction." The lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: " large, single-center experience in transvenous coronary sinus lead extraction: procedural outcomes and predictors for mechanical dilatation." Pace pacing clin. Electrophysiol. February 1 2012;35(2):215-222.